Manufacturer narrative:
After explantation, product was returned from the hospital to the manufacturer for evaluation. This update is provided as a result of that evaluation. Product was, at the request of the hospital, returned to the hospital for final disposition.

Manufacturer narrative:
UDI related data quality updates only correct h4 and h5 content to match gudid.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information that has not been able to be completely investigated or verified prior to the required reporting date. This report does not reflect a conclusion that the report constitutes and admission that the device, the company, or its employees caused or contributed to the potential event described in this report. As of the date of this report, the device has not been explanted. If additional information relevant to the investigation or other content of this report is identified, this report will be updated.

Event description:
It was reported that a screw was migrated from its intended location. The occurrence was documented on an x-ray image taken several weeks post-operatively. The patient is not experiencing any issues, however an additional procedure to explant the device is tentatively planned.